Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_1002 - expand g4 phase 1 and phase 2 study patient ID: (B)(6). It was reported on 10/13/2021, a mitraclip procedure was performed to treat mitral regurgitation with a grade of 4. One clip was successfully implanted, reducing mr to a grade of 2. On (B)(6) 2023, the patient returned to the hospital for a follow up appointment. Echocardiography showed the implanted clip had partially detached from one of the leaflets, causing mr to increase to a grade of 3. To treat the recurrent mr, medications were administered. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and the reported migration associated with the clip partially detaching from one of the leaflets per the physician is related to patient conditions and due to thickened leaflets and a previous failed surgical repair. Mitral valve insufficiency/ regurgitation (mr) appears to be due to migration. Mitral regurgitation is a known possible complication associated with mitraclip procedures. Medication required was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.